Manufacturer narrative:
(B)(4) date sent: 09/08/2020 additional information was requested, and the following was received: what were the indications for surgery? ---------rectal cancer what surgical procedure was performed? ---------middle and low rectal resection did the patient receive any preoperative chemotherapy or radiation? ---------no in response to "ileostomy was performed." Could you please clarify if ileostomy was planned or performed as a result of the even?----------it wasn't planned. For fear that using suture to oversew was not good enough, ileostomy surgery was performed. Was there any change in the procedure? If yes, please explain could you please clarify what is meant ¿could not fire after fired ½ when severing the rectum tissue?¿----------the case was reported by the hospital, which made ambiguous statement originally. According to the sales representative, it turned out that 2/3 of the staples were not deployed in the tissue but got stuck in the device. When was the staple retaining cap removed?---------it was removed before the surgery. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws?--------unknown was the device difficult to close? ---------no was the device closed and repositioned multiple times prior to firing? ---------no was the device difficult to fire? --------no was the distal transection completed in one or multiple firings? ------one firing can more information be provided about staple form? -------about 2/3 of staples were missing, the rest staples were normal. What is the current status of the patient?--------the patient recovered well and was discharged from hospital. Anastomosis site is in good condition and rehabilitation is good at present.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if ileostomy was planned or performed as a result of the even? Was there any change in the procedure? If yes, please explain.

Event description:
It was reported that during a resection of rectum procedure, the device would not fire farther than 1/2 when severing the rectum tissue. The device did deliver a complete cut line, but no staples. This was the first firing of the device. Suture was used to oversew and an ileostomy was performed. The patient had been discharged from the hospital normally without prolongation of hospitalization.